Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coutler lh 750 instrument generated erratic basophil results. Instrument flagging is unknown for this event. The customer did not provide patient data (printouts/raw data) for this investigation. No erroneous results were reported outside the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the differential sample line and verified instrument performance. Root cause is unknown. Per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.